Event description:
Per the clinic, the patient developed an infection at the implant site exposing the receiver/stimulator unit. The device was explanted on (B)(6) 2014. During the same surgery the patient was implanted on the contralateral side.

Manufacturer narrative:
This report is filed may 06, 2014.

Manufacturer narrative:
(B)(4).